Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was sweating and unable to focus. The cgm value was 80 mg/dl. Ems was contacted and paramedics transported him to the hospital. At the emergency department (ed) the bg finger stick was 40 mg/dl. The patient did not remember details of the treatment he received. After 5 hours his bg had stabilized and he was discharged home in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.